Event description:
It was reported that during a laparoscopic anterior resection procedure, during use of the device a clip malformed and formed a cross shape in the device and the clip applier was not able to be used. No patient consequences were reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Additional did the clips fall into the patient? Yes. If yes, how was the clips retrieved? Using a yohan. Which firing of the device did this event occur on? Possibly 3rd or 4th. What vessel or structure was the device fired on at the time of the event? Not known. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No - device was fired whilst straight. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes - carried on using the device. What were the indications for surgery? Laparoscopic bowel resection. What was found? A large cancerous mass - which was as expected. Does the patient have any relevant history of surgical treatments? Not known. Did somebody other than the primary surgeon fire the instrument? No.